Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced connectivity issues between the ilet and a freestyle libre 3 plus sensor, with the ilet indicating the sensor was in use by another device after the sensor was initially started in the libre app. Symptoms included hyperglycemia with a reported blood glucose of 215 mg/dl and no immediate health effects. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and user education, including verifying pairing status, toggling sensor types in the ilet app, and attempting to rescan, which reproduced the error indicating the sensor was started on another device. Investigation of this case revealed that the sensor was started on the libre app first, preventing connection to the ilet, and that replacing the sensor and initiating it directly through the ilet resolved the issue, with successful activation and warm-up. It was concluded that the event resulted from user setup sequence and app workflow, and that the ilet functioned as designed once a new sensor was started through the ilet.